Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary that the error-not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 2.1 off bus along with all cubies. The field service engineer found that the row board connector and drawer board connector needed to be cleaned, and the retractor cable needed to be reseated to resolve the issue. The field service engineer cleaned the row board connector for 2.1/2.2 and the drawer board card connector and reseated the retractor cables. The issue was resolved, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.